Event description:
The physician used a wilson-cook quicksilver bipolar coagulation probe. The bipolar probe was advanced through the accessory channel of the endoscope. When the probe exited the end of the endoscope, they could visualize that the tip was not present. The probe was removed from the pt and the procedure was completed using another probe. The pt's condition was reported to be good, post procedure.